Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl 90mcg/ml for a total dose of 0.526mcg/day via an implantable pump for malignant pain. It was reported a catheter event occurred, but was unknown if the catheter event was confirmed. It was noted that the catheter came out of the intrathecal space. No symptoms were reported. It was noted that the pump and catheter were scheduled to be replaced. It was noted that the product will be returned. It was reviewed that the pump can be returned to the patient and advised that they request this on the return paperwork. The event date was unknown. Additional information received reported the catheter migrated out of the intrathecal space and was revised. The pump was replaced also, even thought there was no issues with the pump. The pump will be sent back to manufacturer for analysis. The patient's weight was (B)(6) pounds. The pump off password was provided. Additional information received from manufacturer representative reported the healthcare professional initially reported the event. The catheter will be returned for analysis. The serial number of the catheter involved with the issue was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-28 reported they are returning both the pump and the catheter to manufacturer for analysis and identification number. The healthcare professional (hcp) wanted the devices returned to them post manufacturer product analysis, and that was noted on the returned product form per rep. The rep was supplied with identification number. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product ID: 8780, serial/lot #(B)(4) , ubd: 00613994555595, UDI#: (B)(4). Product ID: 8780, serial/lot #:(B)(4), ubd: 00613994555595, UDI#: (B)(4).serial number (B)(4). Serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that they were told by a healthcare provider that the patient¿s pump was on a recall and needed to be removed about 3 to 4 years ago. No patient symptoms were reported. Regarding drug information it was noted that it was 1.8549 dose restriction maximum 6 a day and 2.8074 daily dose.

Manufacturer narrative:
(B)(4)serial number (B)(4) number (B)(4) serial number(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. The patient¿s entire catheter was returned to the manufacturer in two segments; each segment was of a different serial number. Analysis of the catheter model 8780 (serial number (B)(4)) on 2017-sep-26 revealed damage to the transition tube of the catheter body. Analysis of the catheter model 8780 (serial number (B)(4)) on 2017-sep-26 revealed a user related kink in the catheter body. Analysis noted that the crease in the catheter body, distal of the anchor, when bent to a tight radius would cause the catheter with serial number (B)(4) to occlude during pressure testing. The results code previously applied conclusion code and conclusion code pertains to the catheter with serial number (B)(4). The results code and conclusion code both pertain to the catheter with serial number (B)(4). The method codes pertain to both catheters with serial numbers (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.